Event description:
The mdds display of laboratory data is misleading because the date at the top of the column does not apply to all lab data below in the same general column. Thus, there may be data, for instance a low hemoglobin level, that was obtained one year ago, that appears in the same column as yesterday's result. This leads to errors and dangerous decisions, because they are based on data that is not current but may be thought to be current. Devices with such misleading formats should be recalled.